Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead. The patient was brought in-clinic after reviewing recent remote transmissions. Upon review, several non-sustained rv oversensing and vf episodes due to noise artifact were detected. The patient received inappropriate antitachycardia pacing. The noise could be reproduced when the patient breathed deeply, and the patient was symptomatic to inhibition of pacing support. Programming change was made but the noise was still present. Replacement of the rv lead will be discussed. No further information available.